Event description:
Received synvisc one injection to left knee. Within 24 hours reports increased pain, swelling, and redness to left knee. Dose or amount: 48 mg milligram(s). Route: intra-articular. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017.